Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During laparoscopic hemicolectomy procedure while removing the hand instrument, the device was catching on the trocar's end and pulling the trocar out with the hand instrument. To resolve the issue, instrument was pushed back in and then removed without removing trocar. No patient injury has been noted.